Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21aug2020.

Event description:
The customer reported that during a check, the touch panel did not respond. The customer contacted product support and reported that the medical engineer (me) noticed at the time of device checking that the touch panel did not respond. Touch panel calibration was carried out. Although touching succeeded, it was impossible to touch the place of completion and to turn off the power. The customer reported that the unit was not in use on a patient.

Manufacturer narrative:
G4: 29sep2020. B4: 01nov2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:12nov2020. B4: 20nov2020. Failure analysis on the returned touchscreen shows that the customer complaint was verified. Resistance measurement fail. Root cause is failure of touchscreen to meet specifications. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.